Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, serosal tear, small bowel obstruction, cecal bascule, and mesh failed to incorporate. Post-operative patient treatment included revision surgery, admission to hospital, lysis of adhesions, explantation of mesh, and hemicolectomy.